Event description:
According to the literature source of study performed from 2015 to 2018 analyzed the prevalence of small bowel polyps in patients with duodenal and/or ampullary adenomas (da) utilizing the capsule system. There was 1 patient excluded from the study because of inability to swallow. There was no reported patient outcome.

Manufacturer narrative:
Title: the prevalence of small-bowel polyps on video capsule endoscopy in patients with sporadic duodenal or ampullary adenomas source: gastrointestinal endoscopy volume 93, no. 3 : 2021.